Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The patient was admitted to the hospital with gastritis, and on (B)(6) 2024, the charge nurse followed the doctor's orders for the patient's intravenous fluid therapy, and at the end of the procedure, when using a prefilled catheter flosser for indwelling needle sealing, she found that the prefilled catheter flosser package printing was not clear enough to be used, and she immediately replaced the prefilled catheter flosser without causing harm to the patient.

Manufacturer narrative:
(B)(4). Follow up it was reported the prefilled catheter flosser package printing was not clear. As a sample was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows an empty prefilled syringe with no packaging flow wrap. The syringe barrel label variable data does not appear to be in the correct place. No other information could be obtained from the photo. A device history record review was completed for provided material number 306593, lot 4058853. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Without the actual physical sample analysis, a probable root cause could not be offered.

Event description:
No additional information received.